Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data, which indicated that the results were in range. The customer stated they have not had issues with qc and no errors have appeared on the screen. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced x1 tubing from the "quiklyte" integrated multisensor and the x0 tubing from the integrated multi-sensor technology (imt) sample port. The cse ran qc for sodium (na) and potassium (k), resulting within specification. The cse reran the failed samples on the original instrument and verified the results with an alternate dimension exl instrument, after which resulted the same. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low potassium (k) results were obtained on two patient samples, and a discordant falsely low sodium (na) result was obtained on one of the two samples on a dimension exl 200 instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. (B)(6) was repeated on an alternate instrument, resulting similarly to the original repeat result. The repeated result for (B)(6) obtained on the alternated instrument was reported to the physician(s). It is unknown if the repeat result for (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.